Manufacturer narrative:
An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The exact cause of the reported event could not be conclusively determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
As part of the olympus 522 post market surveillance study for the evis exera iii duodenovideoscope, the oer-pro endoscope reprocessor rinse water was microbiologically cultured and tested positive for one (1) colony forming unit (cfu) of staphylococcus aureus and twenty-nine (29) cfus of non-high concern microorganisms. No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. An olympus endoscopy support specialist (ess) did not provide an observation as the facility was no longer in possession of the subject device. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. Since the failure of the device could not be confirmed from the investigation results, the following causes could be considered. The user continued to use the water filter for longer than the period recommended by olympus. Disinfection of water supply tube was not carried out. The disinfectant was deteriorated. Contamination occurred at sampling. The instructions for use (IFU) provides the following guidelines: chapter 8 troubleshooting and repair: bacteria were detected as a result of culture test of rinsing water collected from the device.